Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Femoral imaging was not performed. Reportedly, the suture was not successfully pre-placed as it failed to capture the vessel [suture malposition]. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 16f sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- failure to follow steps / instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the following information was received: the sutures of two new proglide devices were successfully pre-placed. No additional information was provided.